Manufacturer narrative:
The unit was programmed with the test minilink and the glucose sensor simulator. The unit communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. The unit was also programmed with the test glucose meter. The unit communicated properly and recorded the 143 mg/dl value properly from the glucose meter. The low suspend functioned properly. There were no unexpected sensor alarms and no cosmetic damage. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer stated that the act button would not work while in the sensor feature. The customer reported that the insulin pump was brand new. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.